Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that the device was received with one pear shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled, fed, and properly formed the remaining clips. However, the device was noted to have sticking issues. The device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Another device was used to complete the case with no pt consequence.